Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while flying in an airplane the pump unexpectedly delivered approximately one unit of insulin over the course of the flight. The customer's blood glucose (bg) never went below 70 m/gl. The customer ate carbohydrates and ran a 50 percent basal temp rate to address the bg level. After the flight the customer noted an air bubble in the infusion set tubing.